Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a supply change, with troubleshooting revealing use of the same infusion set and tubing for approximately five days and use of pre-filled cartridges rather than filling a new cartridge with fresh insulin. Symptoms included elevated blood glucose up to 400 mg/dl with moderate ketones and no use of back-up therapy. Outcomes included prolonged hyperglycemia for several hours without medical intervention or hospitalization. Investigation included customer interview, device-use review, and user education on proper supply-change intervals and cartridge handling. Investigation of this case revealed user-related practices inconsistent with recommended infusion set change frequency and insulin handling that could contribute to hyperglycemia. It was concluded that the cause of the hyperglycemia remained unclear despite correction steps and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.